Event description:
It is reported that the customer had normal blood glucose levels of 97 mg/dl. The customer reported that the insulin pump was unresponsive to the commands entered in the keypad. The customer also reported that the language used in the insulin pump has changed and could not be turned back. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump had cracked display window corners, broken battery tube threads, cracked reservoir tube lip, a cracked reservoir tube and a cracked reservoir tube window.